Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot # [180612] was not found for the reported catalog # [368774]. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gel smearing in 2 of the bd vacutainer® rapid serum tube (rst) thrombin blood collection tubes' serum layers caused false positive troponin test results.

Event description:
It was reported that gel smearing in 2 of the bd vacutainer® rapid serum tube (rst) thrombin blood collection tubes' serum layers caused false positive troponin test results.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and testing and upon completion, no issues relating to erroneous troponin from gel smearing were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for gel smearing with the incident lot was observed. Additionally, evaluation and testing of the retain samples was conducted and erroneous results from gel smearing was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.